Event description:
The customer stated that he was treated by paramedics, due to hypoglycemia. The customer stated that he may have over delivered insulin via a bolus. The customer's blood glucose reading was 357 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump passed the prime test. The customer was wearing the same infusion set for four days. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.